Manufacturer narrative:
Eval method: the screws holding the bracket to the ceiling track fell out resulting in the bracket and shield to fall. The screws were not maintained to proper tightness as required per servicing process. There have been no other similar events.

Event description:
Patient was in process of having an x-ray exam. When the technician was moving the radiation shield, the shield support bracket separated from the ceiling monitor suspension system. The shield assembly fell onto the technician and the patient. The patient needed stitches to repair a cut and the technician received a bump on the head. The technician received no treatment.